Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thorax surgery, the staple line was incomplete using both handle. Surgeon fixed the staple line with other instrument and load. There was no patient injury.